Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it was estimated that the image was not displayed due to the video communication could not be transmitted to the processor due to the partial disconnection of the cable. Product shipment record was reviewed and no issues were found on the device. The disconnection of the cable is considered to be due to the handling of the user. Feedback to customer : please use the cable carefully. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device was returned to olympus service center for evaluation. The reported event was confirmed and a black image appeared on screen due to a broken cable. In addition, it was identified the label on the rear cover faded. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, during maintenance of the 4k autoclavable camera head, the image did not appear. The event date is unknown. No patient was involved.